Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump kept alarming no delivery. Customer stated the issues has occurred since the other day and its continue to occur at the time of call. Customer has even changed the set to the arm they have not used for a while. Customer's blood glucose was 169 mg/dl. Troubleshooting was performed and it determined the cause of the alarm was an occlusion in the reservoir or the infusion set. The customer is not returning the reservoir for analysis.